Manufacturer narrative:
The one original sample was not returned; therefore, a visual/functional investigation could not be performed on the device; however, a manufacturing and labeling review was conducted (see below for results). Additionally, three unopened samples from the same lot were returned and a manufacturing and labeling review as well as visual/functional inspection was performed (see below for results). Manufacturing review: a manufacturing review was conducted and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. Visual/functional inspection: the samples were returned sealed in their original packaging. It was identified that all three of the sealed packages contained two trocar tip stylets inside of two coaxials. All three returned packages contained a depth stopper. Note: the appropriate packaging contents for these devices are as follows: 1 outer cannula with an attached female luer-style lock hub, 1 inner (trocar) stylet with an attached male luer-style lock hub, 1 flexible slip ring style depth stop, 1 inner (blunt) tip stylet (included only with 18 and 20 gauge bard truguide biopsy needles). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for device markings issue, as all three lot samples of the truguide biopsy needles were each returned with two trocar tip stylets inserted into two coaxial cannulas and one depth stopper. The correct packaging contents should be: one trocar tip stylet inserted into one coaxial cannula, a blunt tip stylet, and a depth stopper. Therefore, the root cause was determined to be manufacturing related. An on-going internal investigation is being conducted to address this issue. Labeling review: the current IFU (instructions for use) states: general information and device description: the bard truguide disposable coaxial biopsy needle is a three part device consisting of an outer cannula with an attached female luer-style lock hub, an inner stylet with an attached male luer-style lock hub, and a flexible slip ring style depth stop. Precautions: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to unpackaging the device in preparation for a biopsy procedure, the health care provider (hcp) allegedly identified two sharp trocar stylets inside of two coaxial needles in the package, instead of one blunt tip stylet, one sharp trocar stylet, and one coaxial. Reportedly, the hcp identified additional devices with a similar issue from the same lot while preparing for this procedure. There was no reported patient contact.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to unpackaging the device in preparation for a biopsy procedure, the health care provider (hcp) allegedly identified two sharp needles in the package, instead of one blunt needle, one sharp needle, and coaxial. Reportedly, the hcp identified additional devices with a similar issue from the same lot while preparing for this procedure. There was no reported patient contact.